Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: persistent "downstream occlusion" alarm on norepinephrine and vasopressin infusions. Each infusion on separate space station. Troubleshooting included changing IV. Anti siphon valve noted on end of triple connector. This was removed and "downstream occlusion" alarm persisted. Triple connector removed and norepinephrine and vasopressin y site connected; unable to clear alarm. Pt required rapid titration of norepinephrine due to hypotension until infusions running without occlusion alarm.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. The logs were provided for review and did note the occurence of occlusion alarms. Device not returned, so a technical malfunction could not be confirmed. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.